Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-02841. The patient has an scs system for off-label use. It was reported the had been receiving inadequate coverage. An impedance check revealed high impedance on one of the patient's supraorbital leads. X-rays were taken and revealed no anomalies. As a result, the patient's supraorbital lead was explanted and replaced. Surgical intervention resolved the patient's issue. Both of the patient's supraorbital leads are being reported as explanted because its unknown which device was replaced/liable.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-02841.